Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On the same date, the patient reported that upon removing the sensor, he observed that the entire sensor wire remained in his abdomen. The patient expressed concern but did not report any additional symptoms, and no medications were taken at that time in response to the event. No assistance from other individuals during the incident was reported. The patient initially attempted to remove the wire; however, he discontinued further attempts based on prior medical advice from his physician not to do so. No immediate treatment, emergency intervention, or healthcare facility admission was reported following the event. On (B)(6) 2026, a follow-up was conducted with the patient. During this follow-up, it was confirmed that the patient had visited a healthcare facility and underwent an x-ray examination, which verified that the wire remained in the patient¿s skin. Neither the patient nor the treating physician attempted removal of the retained wire due to the associated risk of infection. The patient was advised to leave the wire in place unless signs or symptoms of infection develop. As a precautionary measure, the patient was prescribed oral antibiotics, including bactrim 800 mg and keflex 500 mg, to be taken once daily for 14 days. No surgical intervention was performed. At the time of reporting, the patient¿s condition was described as stable with no additional complications noted. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).